Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/hematoma correlation. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of steroid eluting bipolar epicardial leads in pediatric and congenital heart disease patients: 15 years of single center experience. Journal of cardiothoracic surgery. 2014;9(1):84-84. (B)(4).

Event description:
A journal article was reviewed which contained information regarding an implantable pulse generator (ipg). The article indicated that the patient had to undergo a surgical revision due to a pocket hematoma. The device remains in use. No patient complications have been reported as a result of this event.